Event description:
Procedure performed: robotic assisted pyloroplasty event description: on (B)(6) 2019 the patient underwent a surgery for bowel obstruction and lysis of adhesions. During the case the surgeon noted a piece of a trocar in the abdomen on the other side of the area being worked. This was an incidental finding. The piece of trocar was approximately 1.5 inches long and clear in color. The patient has had no adverse effects due to the piece of the trocar located in the abdomen. The piece of the trocar is available for return. The original surgeon for the robotic pyloroplasty [on (B)(6), 2018] was dr. [Name] and a davinci si robot was used necessitating a camera port. Intervention: the piece of the trocar was removed from the patient's abdomen. Patient status: patient has had no adverse effects due to the piece of the trocar located in the abdomen.

Manufacturer narrative:
A portion of the cannula was returned to applied medical for evaluation. Engineering confirmed that the fractured cannula was from an applied medical trocar. The wall thickness of the cannula was observed to be uneven. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven wall thickness, which occurred during the injection molding process of the cannula. Applied medical has implemented process enhancements intended to further minimize the potential for this type of event to occur. Based on the evaluation of the returned unit, it was manufactured prior to the implementation of the process enhancements.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic assisted pyloroplasty. Event description: on (B)(6) 2019 the patient underwent a surgery for bowel obstruction and lysis of adhesions. During the case the surgeon noted a piece of a trocar in the abdomen on the other side of the area being worked. This was an incidental finding. The piece of trocar was approximately 1.5 inches long and clear in color. The patient has had no adverse effects due to the piece of the trocar located in the abdomen. The piece of the trocar is available for return. The original surgeon for the robotic pyloroplasty [on (B)(6) 2018] was dr. [Name] and a davinci si robot was used necessitating a camera port. Intervention: the piece of the trocar was removed from the patient's abdomen. Patient status: patient has had no adverse effects due to the piece of the trocar located in the abdomen.